Event description:
It was reported to MFR that user was exiting his van via a ramp and the wheelchair tipped forward. The user broke his foot. The wheelchair was loaned to the user by a dealer while the dealer repaired the user's wheelchair. The loaner wheelchair was not fitted for this user.